Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a bilateral nephrostomy change procedure. The left nephrostomy catheter was changed without complications and approximately five minutes later was found leaking from the proximal end during connection to the bag for drainage. The defective catheter was then removed and a new catheter was inserted with the use of local anesthetic (lidocaine without epinephrine). " at the moment of removing the defective catheter, the fixation device is not released and a perirenal hematoma is caused to the patient trying to remove it."

Manufacturer narrative:
Correction: the device was placed in the left kidney by way of the left renal pelvis as the access site. (Additional information was received on 15aug2018 and was available at the time of submittal of the initial report.) This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: pre-existing conditions: asku (as of (B)(6) 2018). Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found three nonconformances in the main lot, but only one was relevant to the failure mode. The relevant nonconformance was for a suture break of which, the one piece was scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive cause could not be established. Possible factors that could contribute the root cause include suture presence in the threads of the cap/adapter assembly causing interference with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.